Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a print report taken from a patient's pump by a manufacturer representative. The information was associated to a patient who was receiving an unknown drug via a pump implanted for non-malignant pain and failed back surgery syndrome. It was reported that the patient's spinal catheter was revised on (B)(6) 2013. The tip of the catheter was placed at t8. No symptoms or additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.